Manufacturer narrative:
Device was serviced at the customer site. Upon arrival, it was noted that the batteries were showing ninty-nine percent charge and the device was operating properly on both mains and battery power. The damaged power cable was replaced per the customer's request. Batteries passed all applicable charge and discharge testing and the device passed all applicable testing.

Event description:
It was reported that during transport, message code 80 (low battery) was delivered to the user. The user reported that the device was plugged in and the charging icon appeared. It was noted that the device began slowly charging. Upon arrival at the hospital, the device was noted to not be able to charge above 54% despite trying multiple outlets. Two hours later, it was noted that the device had charged up to 97%. During troubleshooting, some damage to the mains power cable was noted. The liver was transplanted following perfusion.